Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: five aneurysm clips were returned for investigation. The clips were scratched and deformed. Especially the geometry of the jaws are no longer even. The investigation was carried out visually using a digital microscope. At all provided products several deviations on the surface, the geometry and the symmetry can be found. These deviations were most likely caused by improper handling during application most likely repeatedly open and close clip. The device quality and manufacturing history records have been checked for all available lot numbers. The device history fie has been checked and found to be according to the specification valid at the time of production. No similar incidents have been filed with products from these batches. Based on the information available as well as a result of investigation the root cause of the failure is most probably related to an insufficient usage. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). It was reported that when using the clip, the clip does not close completely. When placing the semi-circular clip on the neck of the aneurysm, this opened the middle cerebral artery that was with a temporary clip, the 5mm semi-curved clips opened, leaving the aneurysm permeable. When placing the clip on the basis of the aneurysm, there is no proper closing and it is easily detached from its position so it does not meet the desired objective (it does not work). All med watch submissions related to this report are: 9610612-2018-00266; 9610612-2018-00267; 9610612-2018-00269; 9610612-2018-00270.